Event description:
The micro introducer guidewire broke off at the 8 cm point where the wire transitions thickness from thick to thinner. Resulted in a retained foreign body in the saphenous vein requiring surgical removal. Total vein systems, (B)(6). FDA safety report ID# (B)(4).